Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. An investigation was carried out into this complaint. When reviewing similar events for the maxi move passive floor lift it has been found a low number of similar cases where a spreader bar came away from the lifting arm of the device. With the number of sold devices and comparison to daily usage of them, we find the occurrence rate since 2012 to be very low. It was reported that two caregivers were transferring a resident from wheelchair into bed utilizing maxi move passive floor lift. During the transfer, when the resident was not positioned yet on the bed, one of the caregivers turned a spreader bar to proceed with lowering. At this moment, the spreader bar came away from the lift. Fortunately the caregiver prevented the spreader bar from falling on the resident by holding it off the resident until help arrived. The resident was safely positioned onto the bed, without sustaining any injury. The caregiver has experienced the pain to her hip and groin area as a result of the described incident - assessed as not appearing to be serious by clinical expert. The involved device was inspected by arjohuntleigh representative after the incident. It exhibited signs of normal wear and tear. Heavy paint scrapping on a lifting arm was noticed. The lifting arm cover was smashed (possibly by hitting against obstacles such as doorframes or ceilings). Furthermore one of two spreader bar guiding (locating) pins was completely sheared off and missing. Nevertheless, the spreader bar was attaching smoothly to the lifting arm. The electrical functions of the lift performed as intended excepting chassis legs opening mechanism as only one leg opened at time of the inspection. The device was not under arjohuntleigh service/maintenance contract. The spreader bar (that holds the sling and patient) and the t-bar (that connects to the lift device) create the device attachment system that is called the "lock & load system" in the labeling of the device. The lock & load system is designed so that, when the spreader bar is connected to the t-bar, only a manual lifting of the spreader bar would allow separation of the spreader bar. Furthermore, during this manual lifting of the spreader bar, a secondary component called the retaining catch would need to be manipulated in order to allow for the separation. This retaining catch is designed to prevent an inadvertent separation of the spreader bar due to an unintended upward force applied to the spreader bar. The received information showed that there was a malfunction with the spreader bar: one of two spreader bar guiding (locating) pins was completely sheared off and missing. The evaluation of the involved maxi move lift confirms its lifting arm (part which spreader bar is attached to) has been hit; it has damaged cover and paint peeling from it. Performed use simulations showed that it is not likely that a damaged guiding pin could have caused or contributed to the spreader bar's detachment. From the available information the spreader bar detachment is limited to two possible scenarios: 1. Spreader bar was incorrectly placed on the top of the t-bar and the lock & load system was not correctly engaged. 2. Spreader bar hit an obstacle during lowering as it requires an upward force which is greater than the weight supported by the lock & load system. This complaint concerns an event where a resident was transferred to the bed. Based on findings made during the inspection of the system and our product knowledge it appears most possible that during the event the spreader bar was incorrectly engaged in the t-bar. The separation of the spreader bar would require applying an upward force superior to the weight of the patient and spreader bar and also malfunction of the lock, which was not detected during the device evaluation at the customer's site. The maxi move instruction for use, operating and product care instructions, is attached with each device. IFU informs how to disengage and install spreader bar in safe and correct way: "to remove an existing attachment, hold the unit carefully and to release, depresses the retaining catch on the attachment yoke. Then lift the yoke upwards and away from the carrier, store carefully for future use. Select the attachment required then carefully lift the unit up and allow the recess in the yoke to fit around the carrier shaft. Ensure the yoke drops down over the carrier and the retaining catch engages." It warns also: "check to see that the yoke is locked in place by trying to lift the yoke without pushing in the retaining catch". Furthermore: "ensure the spreader bar is securely connected to the jib before commencing with the lifting procedure". For the maneuvering with the spreader bar the instruction for use warns: "before and during operation of the powered dps spreader bar, ensure all obstructions are well clear of the spreader bar, support frame and jib". In 'care of your maxi move' section instruction for use informs about daily checks, it includes: "check that all external fittings are secure and that all screws and nuts are tight." From the received information and our evaluation as presented above, use error cannot be ruled out as not correctly engaging spreader bar and poor condition of the lift most likely contributed to the reported event. Please note that the expected device lifetime has been exceeded for about a year. Please note that device IFU informs: "the expected operational life of your arjo lifter is 10 (ten) years from the date of manufacture, providing the following conditions are adhered to". It is also likely that spreader bar might be lowered onto rigid surface (for instance bed frames) and in combination with incorrect attachment it was pushed upwards and caused a system detachment in a consequence, however this hypothesis cannot be confirmed with a high degree of certainty. The received information and our evaluation as described above show that if maxi move's handling procedures had been followed in accordance with instruction for use, there would have been no patient or caregiver at risk. Looking at the incident scenario, it is found the device was being used for patient handling when the event occurred and it was also directly involved with the reportable incident as the spreader bar detached during resident transfer. Due to missing guiding pin of the spreader bar, the device was not up to its specification at the time of the incident.

Event description:
On (B)(4) 2017, arjohuntleigh has become aware that two caregivers were transferring a resident from wheelchair into bed utilizing maxi move passive floor lift. During the transfer, when the resident was not yet on the bed, one of the caregivers turned a spreader bar to proceed with lowering. At this moment, the spreader bar came away from the lift. The caregiver prevented the spreader bar from falling on the resident holding it off the resident until help arrived. No injury has been sustained by the resident. The caregiver has experienced the pain to her hip and groin area as a result of the described incident - assessed as not appearing to be serious by clinical expert.